Event description:
The fse reported that the system locked up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and the camera were replaced during the service call. The system was tested and found to be working as intended and put back into service.